Event description:
Complainant alleged that during a routine shift check by a clinician, the device's manual override swtich rotated 360 degrees and would not allow manual mode to be selected. The complainant indicated that there was no pt involvement in the reported failure.